Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host pc failure after upgrade activity. Upon trouble shooting action and confirmed issue with host-pc. Review of the log file showed host pc malfunction and most likely cause is power lost or bsod. To resolve the issue fse reseated a connection of host-pc. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the software does not start. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced host pc which resolved the issue. The device was returned to use in good working order.